Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedance measurement had been trending higher since the change out procedure. The shock impedance became high and out of range at greater than 200 ohms. Three days later a revision procedure was performed. During the procedure when the physician pulled on the distal coil of the right ventricular (rv) lead, the pin pulled out of the header on the implantable cardioverter defibrillator (ICD). It was found that the set screw was not secured. The field representative noted that he had requested a tug test at time of changeout and the physician had pulled on the proximal coil and it pulled out, then was resecured. However the field representative did not realize that the other connections were not tested. The rv shock impedance after re-inserting the rv lead into the ICD header and securing the set screw was 72 ohms. The rv lead and ICD remain in service and no additional adverse patient effects were reported.